Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is created to capture chronic pain, discomfort and restrictions to activities the patient is experiencing post-operatively. The patient reported having post operative pain. In (B)(6) 2019, the patient was examined and it was decided that a revision should be performed due to the patient¿s continued groin pain and lateral numbness on the thigh. Patient was revised on (B)(6) 2019. There was ventral debridement and lengthening of the rectus femoris muscle and psoas tendon. On (B)(6) 2018, intraoperatively, the rasp holder broke off, leaving the rasp itself in situ with flush contact to the bone. The bone was then slit and drill hole was made in the rasp to help facilitate the removal. (Surgical intervention). The patient reported having post operative pain. In (B)(6) 2019, the patient was examined and it was decided that a revision should be performed due to the patient¿s continued groin pain and lateral numbness on the thigh. Patient was revised on (B)(6) 2019. There was ventral debridement and lengthening of the rectus femoris muscle and psoas tendon. The information provided did not go into detail if any components were revised. One week later the patient had a ¿ventral dislocation¿ and a closed reduction took place. (B)(6) 2019, the patient noted she was better, but still having pain. There was still numbness, and stiffness. The surgeon reported that the main cause of the significant discomfort was due to the breakage of the instrument. This significantly prolonged the operation and additional measures had to be taken. The reaming o the rasp required a much longer exposure of the femur, and surrounding ventral soft tissues may have been additionally strained or damaged in the process.